Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/10/2023. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of charred material was observed on the intact heater wire. There were no visual defects observed on either the clear hot or cold jaw insulation. An investigation was conducted on 07/13/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire or the intact jaws. The shaft tip of the harvesting device was observed to be bent at a 90 degree angle with the black sheath bunched up at the bent angle of the harvesting device tip. No peeling or melting was observed on the shaft tip. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws. The jaws remained in a closed position, . Based on the returned condition of the device as well as the evaluation results as well as the photographic evaluation , the reported failure "peeled; delaminated; shaft' was not confirmed, however the analyzed failures "material twisted/ bent shaft" and "mechanical issue- jaws" were observed. The lot#: 3000307742 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 black insulation at the base of the jaws was scrunched up (melted based )and the jaws were not working properly so they had to open up another device to finish the case. No procedural delay. There were no harm to patient.